Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint regarding melted plastic at the base of the bits was confirmed by failure analysis. The probable root cause of thermal damage is attributed to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the maryland bipolar forceps (mbf) instrument had melted plastic at the base. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary. The thermal damage was first observed post-operatively at the time of pre-disinfection. The surgeon believes the thermal damage to the instrument was caused by contact between two instruments at the time of using monopolar energy. The instrument potentially collided with an energy instrument during the procedure. No arcing was observed during the procedure. No response was provided regarding the surgical task being performed when the event occurred. Bipolar maryland forceps and prograsp forceps were in use when the event occurred, and no arcing was observed. The surgeon believes the event was caused by the use of monopolar energy through another instrument. There was no injury to the patient. The instrument and associated accessory are not available for return to isi for evaluation, but serial numbers of the instruments are available on the customer portal. Videos of the procedure are available on the hub for the day's surgeries.